Manufacturer narrative:
At this time the subject device is not scheduled for return. Reportedly, an olympus ess is planning to work with the customer to set up a reprocessing in-service according to the olympus instructions for use (IFU) along with the repair findings from the facility. Should additional information become available prior to the investigation conclusion, a supplemental report will be provided.

Event description:
During an endoscopy support specialist (ess) facility visit, incorrect reprocessing of the evis exera iii gastrointestinal videoscope was discovered. The ess noted that the facility staff was not using the bite block while performing the procedure. Additionally, the ess noted that the precleaning of the scope was not performed immediately after the procedure. Furthermore, the customer did not protect the distal tip and allowed it to impact the tower while performing precleaning. During precleaning, the air was not suctioned, the air water channel cleaning adapter was not used, and the auxiliary water port was not flushed. Additional information related to this event and patient was requested, but was unavailable. Though, there was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that staff at the facility was handling the device not in accordance with instructions for use (IFU), and was insufficiently trained on reprocessing. A definitive root cause cannot be identified. The IFU states 1.4 precautions: warning: ·an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. IFU (reprocessing manual) states, even if auxiliary water channel is not used, all channel must be reprocessed. "1.4 precautions: warning: ·all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. IFU (reprocessing manual) states for usage of mh-946 and mh-948 as follows: "2.3 injection tube (mh-946). 2.8 aw channel cleaning adapter (mh-948)." Olympus will continue to monitor the field performance of this device.